Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that psr submission reference number (B)(4) and manufacturer report number 1645337-2019-20315 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that psr submission reference number (B)(4) and manufacturer report number 1645337-2019-20315 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported via medwatch number: mw5078578 that a (B)(6) year-old hispanic female patient with no previous health history who underwent breast augmentation revision with 300cc mentor gel implants on (B)(6) 2012 experienced extreme chronic fatigue, fibromyalgia, dizzy spells, and brain fog within 2 months of implantation. The patient also reported thyroid issues, adrenal issues, and insomnia within a year. Bilateral capsular contracture; baker grade unknown was also reported. The patient was diagnosed with hashimoto's disease and thyroid cancer in (B)(6) 2013 and hormonal failure 3 years after augmentation. The patient also reported eye disease, eye inflammation, and vision loss within 4 years. The patient experienced chronic yeast in gut, sudden onset of food sensitivities, and sudden onset of chemical sensitivity within 2 years. There were toxic substances found in the blood and urine that correspond with the same components that make up a silicone implant. The patient reported that she has been hospitalized 10 times in the past year. The patient had mris, blood work, urine culture, stool samples, toxicity testing, nutritional testing, and fibromyalgia testing completed. The patient had magnetic resonance imaging performed on (B)(6) 2018 and there were no abnormal findings. The patient had the devices explanted on (B)(6) 2018 and has reported an improvement or elimination of all symptoms. This report is for the patient¿s right-sided device.